Manufacturer narrative:
Investigation summary: two open 32g x 4 mm pen needle samples were returned from an unknown lot. No., cat. No. 320477. Visual examination of the returned samples was carried out and bent non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the non-patient end of the pen ndl 32g 4mm pro 100 box ap was bent and insulin could not be injected during use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "non-patient side needle bent. Patient is well aware of how to attached the needle. Patient stated that insulin is not injected because non patient side of the cannula is bent."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the non-patient end of the pen ndl 32g 4mm pro 100 box ap was bent and insulin could not be injected during use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "non-patient side needle bent. Patient is well aware of how to attached the needle. Patient stated that insulin is not injected because non patient side of the cannula is bent."